Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v641092, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v641092, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient experienced sharp pain in the vaginal area. It was noted that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that interventions included reprogramming. It was noted that the device was reprogrammed and pulse width lowered. It was noted that there was an undesirable change in stimulation. It was noted that signs and symptoms included sharp pain in the vaginal area upon lifting right leg.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the outcome was resolved without sequelae.

Event description:
Additional information reported the device was turned off by subject in (B)(6) and there was temporary discontinuation of stimulation. The patient was reprogrammed and the device was turned on in april. The outcome of the event was noted as ongoing.

Event description:
It was reported the patient had painful stimulation. It was noted reprogramming occurred and the device was reprogrammed to settings with normal impedance ranges 1 week prior to report. It was stated etiology consisted of a programming error. It was noted the patient had pain at the incision site, lower spine (lumbar), and vaginal area. It was stated there was high impedance on 2 <(>&<)> 3 greater than 4,000 ohms. It was noted the patient resolved without sequelae on (B)(6) 2014. It was further reported there was an undesirable change in stimulation.